Event description:
It was reported the patient¿s system was fully explanted because of unresponsive therapeutic effect and stimulation related side effects due to a misplaced lead. The patient decided to have a new deep brain stimulation system implanted. The patient was in the process of going back for additional programming with the new system. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3387s-40, product type lead. Product ID 3387s-40, lot# v4 58448, implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37085-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# v458448, implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).